Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with this right ventricular (rv) lead. As of this time, the lead remains in service. No adverse patient effects reported.